Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a blank display issue. There was reportedly audible tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation was unable to confirm the reported complaint. The display screen was found to be clear and legible and fully functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.